Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module (e601). The erroneous result was reported outside of the laboratory. The initial tnths was 7.76 ng/ml. The sample was repeated twice on (B)(6) 2017, resulting as 1122 ng/ml on another analyzer and 1078 ng/ml on the original analyzer. No adverse events were alleged. The tnths reagent lot number and expiration date were requested but not provided. The field service engineer checked the sample probe liquid level detection, and this was ok. He checked the reagent cap holder, and this was ok. He adjusted the mixer height and adjusted the heights of probes. The mis-adjustments found by the field service engineer would typically lead to poor accuracy, but not to single discrepant results. A pre-analytic sample handling issue is most likely, but this can not be confirmed based on the provided information. No further issues were observed by the customer.